Event description:
A user facility returned the olympus asset, gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was a whitish foreign material in the jet tube. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
E1 first/given name: (B)(6). The device was returned to olympus for evaluation. The device evaluation found due to wear of scope cover packing, water tightness was lost. Due to wear of forceps elevator lever, the up/down knob could not be locked securely. The air/water cylinder had no color. The suction cylinder had no color. Due to wear of the angle wire, bending angle in up direction did not meet the standard value. The light guide lens had a crack. The connecting tube had a dent. Due to clogging of the jet tube in control unit, water cannot be supplied. The universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the foreign material observed in the sub-water channel could not be identified and a definitive root cause of the issue could not be determined, however, due to the observed leak at the scope connector cover, proper reprocessing may not have been possible. The issue may be detected/prevented by following the instructions for use which states: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.